Event description:
It was reported that the measured battery voltage of the device out of the box was not as expected. The device was not used. There was no patient involvement in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).